Event description:
Same case as 6000093-2006-02404. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The lesion was pre-dilated with a 3.0x20mm balloon, unknown type and was located in the nontortuous left anterior descending (lad) artery. A taxus express2 3.0x32mm drug eluting stent was implanted. Plavix was administered prior to the procedure and angiomax, nitroglycerin and morphine sulfate were used during the procedure. Plavix was also prescribed for post procedure. No patient complications were reported. Four days post procedure, the patient presented with "unstable angina and was found to have thrombosis. Patient was treated with balloon ptca. " no patient injuries or complications were reported.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.